Event description:
An sfc-25 fp model cartridge split when the foam tip plunger was pushing the lens through to be implanted into the pt's eye. There was no pt injury and the lens was implanted with no damage.